Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they to press buttons of the insulin pump harder to response and sometimes had to press multiple times as well as motor error. Customer¿s blood glucose level was unknown. Customer stated that scratches and cracks at the corner of the screen, diminished battery life, motor seems a lot louder and a little slower than before and several unexplained no delivery alarms. The device will not be returned for analysis.